Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatic resection procedure, the device was broken during the ligation of the hepatic artery. The patient had loss about 1000ml of blood but the ligation of the artery was successfully done after 3-4 minutes with new suture. The patient received blood transfusion. The patient was on low blood pressure and they were treated him in the critical medicare room. The surgeon confirmed that the patient died next day due to multiple organ failure. Patient's past medical history: he had obesity and cancer in colon. Then the cancer was spread in liver.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatic resection procedure, the device was broken during the ligation of the hepatic artery. The patient had loss about 1000ml of blood but the ligation of the artery was successfully done after 3-4 minutes. But the patient was on low blood pressure and they were treated him in the critical medicare room. The next day the patient died from multiple organ failure.